Manufacturer narrative:
Per comp - (B)(4) initial report. Additional information, including post primary and pre revision x-rays, operative notes (primary and revision), patient age, activity level, weight and medical history, what was the patient doing at the time of the fall, whether the patient followed correct post-op protocol and an update on the patient post revision, has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trifit ts / trinity revision of the stem and biolox delta ceramic head after approximately 11 months due to a peri-prosthetic fracture from a fall.